Manufacturer narrative:
Device availability - it was further reported that the product is not being returned for evaluation.

Event description:
It was reported that the patient underwent left initial total hip arthroplasty on (B)(6) 2007. Subsequently, the patient was revised due to elevated metal ions on (B)(6) 2015. The acetabular cup, modular head and adapter were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Product ID - unknown; catalog number, lot number and expiration date - unknown; (B)(6); 510k number - unknown; manufacture date ¿ unknown. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects; ¿material sensitivity reactions¿ and "elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.